Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the syringe of a cement gun broke when the surgeon put the syringe in a cement gun and tired to inject the cement after agitation. The surgery was completed with backup devices with 30 minutes delay. No further information is available. The primary surgery was performed on (B)(6) 2020 via tha.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint states: ¿the primary surgery was performed on (B)(6) 2020 via tha. It was reported that during the surgery, the syringe of a cement gun broke when the surgeon put the syringe in a cement gun and tired to inject the cement (p/n: 3172080) after agitation. The surgery was completed with backup devices within 30 minutes delay. No further information is available.¿ the products were not returned for investigation. The complaint description does not provide enough information to determine the nature of the break and confirm the complaint description, or the root cause. Retained device samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory under ventilated, temperature and humidity-controlled conditions. ¿(B)(4) retest results.pdf¿ the tested cement: combined as expected; extruded with no issue at 2min 15secs . Has an end of working time of 9 mins 23 seconds . Has a mean setting time of 12 mins 35 seconds. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. The units tested did not break or fail in any manner as described in the complaint when extruded. Functional testing was also completed, with no tested units presenting any failures. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31-jul-21.